Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used capillary housing of an introcan safety pur 24g, 0.7x19mm-EU without packaging. The introcan needle was not handed over by the customer. Furthermore we received a used promedicare IV extension line from a competitor. The returned capillary housing was taken to a visual inspection. On the received sample the capillary tube is detached from the capillary housing and the metal bush is not available. The detached capillary and the metal bush were not handed over by the customer. The definitive reason of the complaint could not comprehended by hc-pm, therefore we expected a statement of the manufacturer. Since we received no batch information from the customer, an examination if there were any abnormalities in the test- or manufacturing documentation of the complained art.-no. And batch is not possible.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland: cannula seperated leaving tip in vein

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR. This report was filed for item number, 4251601-01, which is not sold in the united states, however a similar item number, 4251601-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4251601-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturing department accordingly and received the statement as follows: x-ray scanning the returned catheter housing was sent for x-ray scanning to examine the internal profile. A g24 introcan raw catheter housing and an introcan g24 catheter housing after assembly (with bush manually removed) were also sent for x-ray scanning as control samples. No indication of smearing mark was observed at the inner catheter housing wall for the returned used sample which is similar to the control sample 1 (introcan g24 raw catheter housing). Therefore, this scenario indicates the possibility of no metal bush was being assembled into this catheter housing. Assembly process at catheter assembly line (cal) and metal bush subassembly: review the process flow of subassembly process (metal bush into catheter) and catheter assembly line (cal) to identify the possible root causes which may cause the defect. There are 2 possible root causes attributed to the metal bush assembly unloading station: 1. Rejected subassemblies (metal bush and capillary) are dropped into the accept bin instead of the reject bin. These bins are placed side by side. This situation may arise due to high static charge on the pur capillary causing the tested subassemblies to remain stuck to the unloading mechanism even after the gripper has been released. Subsequently, a rejected part (in this case a capillary without metal bush) which had remained stuck to the unloading mechanism may have dropped into the accept bin once it had lost its static charge. To avoid recurrence of this fault, deionizer have been installed at those stations to reduce static charge on the pur capillary resulting in effective unloading of rejected part. 2. Rejected subassemblies (in this case a capillary without metal bush) which have fallen on the turntable of the metal bush assembly station are thrown into the accept bin due to centrifugal force as the turntable moves past the accept bin, which is lower than the turntable. To avoid recurrence of this fault, accept bins with increased height are installed preventing rejected parts form falling into the accept bin. Failure in production process.